Event description:
It was reported that prior to a breast biopsy, an error code was received during set-up. After changing holsters, the account was able to complete the case with no consequence to the pt.